Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the afternoon on (B)(6) 2011 (time not specified). The patient's testing frequency is not known; however, according to the csr's documentation in addition to oral medication (type and dose unspecified), the patient also manages her diabetes with diet and/or exercise. The patient, however, denied taking any action in regards to her diabetes management after the reported meter issue began. Following the reported product issue, it is not known if the patient tested her blood glucose with another device. At an unspecified date/time after the alleged issue occurred, the patient claimed she developed symptoms of heart palpitations, shaking, and sweating. The patient, however, denied receiving any medical intervention/treatment after the reported meter issue began. It is not known if the patient suffers from any other health conditions and it is not known how soon after the patient's reported symptoms improved. During troubleshooting, the csr noted that the subject meter's battery was not replaced per owner's booklet recommendation and the patient did not have a replacement battery available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.